Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident as stent damage; struts were severely distorted and pulled distally during the examination of the unit. The 4.0x20mm synergy ous, mr, stent delivery system (sds) was returned for analysis. The stent was returned detached from the sds. A visual examination of the crimped stent found no visible damage to the first 3 struts on the proximal and distal ends. The center struts were stretched, misaligned and distorted. The balloon cones were reviewed and no issues were noted. There was no sign of positive pressure used. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The product stent protector was returned for analysis with the device and the stent protector ID (internal diameter) measured within specification. Based on the specified stent protector profile and the max crimped stent profile for this device measuring 0.0479 shows there is no issue to note with the interaction between the two components. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation for an angioplasty treatment procedure the stent of the 4.00x20 synergy stent delivery system came off of the balloon while removing the protective cover. There were no patient complications related to this event and the patient's status is stable.